Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: s2d file (B)(4) shows time of eri on (B)(6) 2012, 09:53 am.

Event description:
It was reported that the device gave an incorrect longevity measurement that triggered the recommended replacement time during a follow up device check. It was further reported that this was confirmed to be a possible elective replacement lock-up. Corrective software was used to reset the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.